Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f sim 1 130cm tempo aqua diagnostic catheter fractured intravascularly during a diagnostic angiography procedure. The patient was transferred to another facility, where an endovascular foreign body retrieval procedure was performed. The catheter fragment remained within the vessel, requiring specialist intervention for retrieval. The device will be returned for evaluation. The hospital subsequently reported this case to china's national medical products administration (nmpa) as a serious adverse event resulting in injury.